Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the gear clamp for the manifold had a loose hose. Additional malfunctions include the tie wraps for the sieve beds were defective, and the harness was defective.